Manufacturer narrative:
Tech found that the metal latch and spring latch bias was stuck due to a sticky fluid into the siderail. Repaired siderail - removed and cleaned latch and spring to resolve this issue.

Event description:
Complaint received alleged that the head left siderail would not latch. No alleged injuries by account.